Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain low profile one-piece abutment 3.4mm(d) x 2mm(h) (ilpc342u), one certain low profile one-piece abutment 4.1mm(d) x 2mm(h) (ilpc442u) & one (1) certain low profile one-piece abutment 5.0mm(d) x 2mm(h) (ilpc542u) were returned for investigation. Visual evaluation of the as returned product identified signs of use, wear. All three abutments were fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on unknown tooth sites (fdi) and were used for an unknown amount of time. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilpc342u, ilpc442u, ilpc542u) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur, and the reported event was confirmed following evaluation.

Event description:
All three abutments were fractured at the threads. The doctor has confirmed that the procedure was concluded with the placement of other items.